Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. It was also mentioned that there was an occlusion. Customer's blood glucose level at the time 286 mg/dl. Unable to troubleshoot. Advised reservoir would be replaced.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.